Manufacturer narrative:
The t:slim cartridge instructions for use state to make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill notifications using multiple cartridges. The customer's blood glucose was not impacted as the customer was currently using insulin injections to manage diabetes. Reportedly, the customer had been filling the cartridges with cold insulin. Tandem customer technical support (cts) informed the customer that per the cartridge labeling, room temperature insulin was to be used while filling the cartridge. The customer acknowledged the information. Cts assisted the customer with successfully loading a cartridge with room temperature insulin.